Event description:
The syntel silicone over-the-wire embolectomy catheter was used in a thrombectomy of a dialysis patient. After preparing the product, the artificial blood vessel was incised and the catheter tip was inserted into the vein. When the balloon was inflated and the thrombus removal in the artificial blood vessel (with slight calcification) was started, the balloon was ruptured easily. A second product from the same lot was prepared and used for this operation. When the thrombus was attempted to remove from the artificial blood vessel and the venous anastomosis (with mild stenosis), the balloon was ruptured. The physician prepared the third catheter and completed the procedure without any problems. The patient is fine. No health damage happened. This is report 2 of 2.

Manufacturer narrative:
We have received the complaint device for evaluation and have confirmed the reported incident. The device was inspected and the balloon was confirmed to be ruptured. The product was in use at the time of the failure. Inspection of the device could not determine a precise root cause for the failure. It was reported that the blood vessel had slight calcification, therefore it is possible that the balloon came in contact with a calcification during the procedure. According to the IFU, balloon failure due to sharp calcified plaque may occur. There was no patient injury resulting from the event. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Please note that we have also submitted manufacturer incident report number 1220948-2022-00082 relating to one other syntel silicone over-the-wire embolectomy catheter malfunction that occurred during this event.